Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-31539.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-31539. It was reported the patient was not using the scs system for extended periods of time and would like the system removed to have an MRI.